Manufacturer narrative:
This report is submitted on 10 march 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and subsequently was placed under general anaesthesia in order to perform skin revision surgery.